Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an emerge balloon catheter with no other devices. The balloon was loosely folded. There was blood in the inflation lumen. The shaft was examined. The hypotube shaft was completely separated 23cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 02-may-2018. It was reported that a hypotube break in a location that cannot enter the body occurred. During unpacking of a 2.50mm x 15mm emerge¿ balloon catheter, it was noted that the distal end was broken about 3-5cm from the hub. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break that can enter the body.